Event description:
Note: this report pertains to one of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report# 3005099803-2009-1288, and 3005099803-2009-01289. It was reported to boston scientific corporation in 2009, that three autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed the next day. According to the complainant, during the procedure, it was noted the tips of three sphincterotomes were frayed at the tip. It is unknown if the procedure was completed. No info was provided regarding pt complications or condition. To date, attempts to obtain additional details regarding the circumstances surrounding this event and pt condition have been unsuccessful. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number (11708906) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.